Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 because the patient blood glucose level was raised to 700 mg/dl with the presence of moderate ketons. Therefore, the patient was treated with IV and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. No further information was available.